Event description:
It was reported that the customer had a high blood glucose level over 400 mg/dl. Customer stated that the insulin pump was not registering blood glucose levels over 400 mg/dl. Customer's glucometer says his blood glucose level is 536 mg/dl and the pump won't accept a blood glucose level over 400 mg/dl. Customer stated that he is new to the sensor and has had the sensor inserted for 1.5 weeks. Customer stated that the meter transferred his blood glucose level as 400 mg/dl instead of 536 mg/dl. Customer stated that this time he is able to go to 600 mg/dl in the bolus wizard and set the max bolus to 15. Customer stated that he received alerts throughout the night and his blood glucose level was 364 mg/dl. Customer's sensor lost track of the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.